Event description:
It was reported that a pump's keypad will not work. There was no pt incident.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.